Event description:
It was reported that a balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 6.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured after being inflated at 20 atmospheres for 20 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 55mm in length and extended from a position 3mm proximal of the proximal markerband to 51mm distal of the proximal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that a balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 6.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured after inflated to 20 atmospheres for 20 seconds. The device was removed without any problem, and the procedure was completed with another od the same device. There were no patient complications reported, and the patient was in good condition after the procedure.